Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, corroded coupler, headcover front dirt, and three white dots in the image were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a broken connector was observed with the hd autoclavable camera head. The event occurred during preparation for use. During a standard service inspection of the customer returned device, corroded coupler was found. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿corrosion of the coupler¿ was confirmed, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue.¿ the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.